Manufacturer narrative:
The device returned did not have the balloon returned. The only part of the catheter returned was the catheter shaft with the manifold attached. Based on the condition of the shaft it appears as if a lot of force was applied as the catheter shaft is necked down to a smaller diameter at the point where the separation of the balloon occurred. The balloon had separated at the point of the proximal balloon weld. This separation would be secondary as the product in question was claimed to have burst during the deployment of the stent along with the other 9mm x 38mm advanta v12. It is difficult to determine if there were any outside influence in regards to the balloon bursting during the procedure. The catheter shaft had been necked down to a smaller diameter at the location of the proximal balloon weld. When too much force is applied to the catheter upon removal, the shaft stretches down to a smaller diameter and results with a proximal weld failure as this is the smallest diameter of the catheter shaft. Being that the details encompassed two advanta 9mm a 38mm catheters both with apparent ruptures of the balloon this is considered an extremely rare event as the products were from two separate lot numbers of devices that were manufacture over a year apart. A review of the 9mm x 38mm complaints going back 2 years shows that these are the only two complaints for this product size. Being that none of the questions asked of the physician were answered there is a probability that the area to be stented was calcified and may have been a contributing factor in regards to two balloons being ruptured. The sub assembly catheter DHR shows that following the manufacturing exhibited no rejects related to balloon leaks. This is a 100% catheter integrity leak check that is conducted at 12atm as this is the rated burst pressure of the product as indicated on the product label as well as on the part specification. During the process of lot qualification testing a sampling based on aql and lot size 20 samples or 13 samples are tested to ensure the integrity of the completed assembly. As part of this testing the product is passed through the labeled introducer sheath (7french) the stent deployed and the catheter inflated and deflated five times to the rated burst pressure of 12atm and then the balloon is burst tested and the maximum pressure recorded. The DHR for this production lot shows that out of 13 samples burst tested the minimum burst test pressure seen was 19.9atm. This is above the 12atm requirement. During the process of manufacturing the balloons for the catheters an additional 34 balloons are burst tested. The minimum burst test pressure seen during this testing was 19.2atm. The catheter leak check equipment was also evaluated to ensure there were no instances where the leak check tester was not performing properly. This is conducted by ensuring there was no unplanned maintenance performed. The review showed there was no unplanned maintenance conducted during the time of the manufacturing of the reported lot. A review of the pet material used to produce the balloon was also conducted. The review of the DHR for the pet balloon tube shows that there were no non-conformances during this process and passed all quality requirements. The DHR review shows that all product met the quality and performance requirements without any non-conformances noted during the process of manufacturing. Based on the details of the complaint there is no indication that the device left the site of manufacturing with a hole in the balloon and was likely caused by a calcified lesion, however this cannot be confirmed without fluoroscopic imaging from the case.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported, in the vascular surgery operating room, during a kissing angioplasty procedure, that the stent balloons presented inflation difficulties (p = 2mmhg) and to deflation. The stents could be placed, but when the balloons came out, they showed a clear rupture at the level of the introducer. In the end, the 2 balloons were punctured but could be recovered without there being any clinical consequences.